Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead in two pieces measuring 13.5 and 41.5 cm respectively. An external insulation abrasion was noted 11.1 to 11.5 cm from the connector pin, breaching the rv and svc cable lumens, consistent with friction to the device can. One rv/re etfe cable coating was found to be abraded and one svc cable was fractured in this location. External insulation abrasions were found 15.1 to 15.2 and 15.4 to 15.5 cm from the distal tip breaching the non-functional cable lumen, consistent with friction to another device or feature of the patient anatomy. The cable etfe coatings were intact in these regions. An external insulation abrasion was found 37.3 to 38.1 cm from the distal tip breaching the re/rv cable lumen consistent with friction to the device can. Both re/rv etfe cable coatings were found abraded. Other damages found were consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.